Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Lead was thoroughly analyzed. No anomalies could be attributed to the complaint at this time.

Event description:
It was reported that the right ventricular (rv) lead fractured and exhibited high thresholds and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.